Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead would repeatedly dislodged. It was noted that the lead would not fix to the target vessel. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.